Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify the motor position encoder error alarm or perform the displacement test, prime test, occlusion test and no delivery test due to motor error alarm. Pump had broken battery tube threads, cracked case at reservoir tube window corner, reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s spouse reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 6.7 mmol/l at the time of the incident. The customer¿s spouse stated that the insulin pump. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was not able to complete the rewind process. The customer¿s spouse was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is not expected to return for analysis.